Event description:
It was reported through remote transmission that non-sustained rv oversensing due to lead noise was observed. The patient was asymptomatic. Further lead testing was recommended. The patient received no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.